Event description:
The customer reportedly was hospitalized for high bgs. It was mentioned that high bgs as well as maybe the flu were leading to hospitalization. Suggested the customer to take a correction injection per doctor. The set was changed. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer was disconnected from the pump and ran a fixed prime with the reservoir in the pump. The insulin exited. A day later the family member called to perform a high-pressure test. The pump passed the test. It was informed that the customer was doing fine at the time of call.